Event description:
It was reported that the sheath was inserted via the pt's femoral artery. During the "insertion process, the iab catheter cannot pass the sheath."

Manufacturer narrative:
A follow-up report will be filed, if more info becomes available.